Event description:
It was reported that during the tka (right) surgery, the surgeon locked the triathlon #1 ps insert 13mm onto the triathlon-prim tib baseplate cemented #1. However, there was a gap (about 1mm/lateral side) between the insert and baseplate. He removed the insert and tried to insert the ps tibial insert trial #1 - 13mm again. However, there was a gap (about 1mm/lateral side) between the trial insert and baseplate. The surgeon implanted another insert (ps 16mm). There was no gap between the insert (ps 16mm) and the baseplate.